Event description:
It was reported when opening the hip screw, the inner packaging was cracked. The procedure was completed with a new screw. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. . Visual evaluation of the returned product showed that the outer cavity is cracked at one end. The inner cavity was unbreached and the seal intact. No other damage was noted. The provided pictures showed the outer cavity was cracked. The sterility of the product is considered breached. Review of the device history records identified no deviations or anomalies during manufacturing medical records were not provided. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.